Event description:
The customer contacted stryker to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. Stryker evaluated the electronic records from the customer¿s device and was able to confirm the reported issue. However, the cause of the reported issue could not be determined. The customer received a replacement device and the returned device was archived by stryker.

Event description:
The customer contacted stryker to report that their device would not power on. There was no patient use associated with the reported event.